Manufacturer narrative:
The product was returned for investigation. Based on the results of the investigation and the information provided. Could not specify the cause of the foreign material remained in the device and could not identify the foreign material. The root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that bronchovideoscope had foreign matter coming out from the instrument channel. There were no reports of patient involvement.